Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of break in aseptic technique (coded as peritoneal dialysis complication), nausea, vomiting, pyrexia and bacterial peritonitis with culture positive for streptococcus in a (B)(6) female patient coincident with dianeal pd1 therapy. On (B)(6) 2001, the patient began treatment with dianeal pd1 therapy ("2500,0ml", frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2009, a break in aseptic technique occurred. On (B)(6) 2009, the patient experienced bacterial peritonitis manifested by abdominal pain, nausea, vomiting and pyrexia. On that same date, the patient was hospitalized. On (B)(6) 2009, the patient began remedial therapy with vancomycin (1gm, weekly, IV) and gentamycin (80mg, daily, ip). On (B)(6) 2009, gentamycin was discontinued. On (B)(6) 2009, the patient was discharged. On (B)(6) 2009, the vancomycin was discontinued. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. It was not reported whether dianeal pd1 was ongoing. On an unreported date, the event of bacterial peritonitis with culture positive for streptococcus resolved. The outcome for the events of abdominal pain, nausea, vomiting and pyrexia were unknown. The physician did not consider the event of bacterial peritonitis with culture positive for streptococcus to be related to dianeal pd1 therapy. An opinion of causality was not reported for the events of abdominal pain, nausea, vomiting and pyrexia. The physician did not provide an assessment of causality for the event of break in aseptic technique.